Event description:
Additional information was received on 28aug2024 stating, a third basket was used normally to complete the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: model # = gpn # e1: customer company name = (B)(6) hospital. E1: customer address = no. (B)(6). E1: customer phone = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a lithotripsy stone removal procedure, a 'ngage nitinol stone extractors' basket wire was broken. The user advanced the device into the patients kidney calices to remove the stone, but it was found that the basket could not open. The user retracted the basket from the patient and found the basket wire was broken. The user then used a new basket to attempt to remove the stone, but after approximately 10 minutes, it was found that the basket could not open. The user retracted the second basket from the patient and found the basket wire was broken. The procedure was prolonged due to the issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is not available at this time.

Manufacturer narrative:
Investigation evaluation description of event: it was reported, during a lithotripsy stone removal procedure, a 'ngage nitinol stone extractors' basket wire was broken. The user advanced the device into the patients kidney calices to remove the stone, but it was found that the basket could not open. The user retracted the basket from the patient and found the basket wire was broken. The user then used a new basket to attempt to remove the stone, but after approximately 10 minutes, it was found that the basket could not open. The user retracted the second basket from the patient and found the basket wire was broken. The procedure was prolonged due to the issue. Additional information was received on (B)(6) 2024 stating, a third basket was used normally to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, and a visual inspection of the returned device, were conducted during the investigation. Two ngage nitinol stone extractors were returned in open packages with label. Baskets had broken wires coming from distal end of sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, does not provide any information related to the reported issue. The returned devices were found to have baskets that would not open due to separation of the baskets from the basket sheaths. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.